Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to update imdrf clinical signs, imdrf health impact, imdrf med. Dev. Problem codes and imdrf components. Also, to include the investigation results captured under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary captured under h10. (B)(6). Batch record review: lot 9g03052 was manufactured on 7/24/2019 in the line convex 2 pc (ost), with a total of (B)(4) ea. Compliance engineer ID 6054 performed a batch record review on 11/20/2020, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material 1156501 and manufacturing order 1484633. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there were photographs associated with this case and in these, the reported defect could be seen. No unused return sample was expected. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it was considered none of them interfered on the incidence of the root cause. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: condition of the yamaha arm. Condition of vision system cameras. Variance in the materials, cause variation in the placement. This was causing the overall variation 0.6. This accumulation of variation caused the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm would be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million would be blocked and manufactured on the improve convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 17 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 20 out of 20 wafers from 2 market units had the moldable convex center opening off-centered. Some wafers were used by the end user. She had picked through and used the wafers that were more centered, but still experienced leakage within 2-3 days. There was no harm reported and photographs depicting the issue were received from the end user.